Event description:
Pt discontinued therapy and flushed line. After a few minutes, pt noticed blood had backed up in extension set and had started dripping from injection cap. Pt flushed and everything worked fine. Two days later, rn at pt home to draw labs. Rn noticed plunger frequently getting "stuck" and not popping back out as should.

Event description:
Add'l info rec'd from MFR 9/8/04: co is unable to conclusively determine whether the events described in the report were attributed to the device as the sample was received, misplaced and subsequently lost prior to the final investigation. Every effort was made to locate the device but the attempts were unsuccessful. A review of the material reject review database was completed and no reject activity was identified during the manufacture of this lot number. Through investigations co has found that insufficient return force in conjuction with an aggravating condition creates failure of the reseal to return to the upper position. Aggravating conditions include: reseal damage; partial leafspring cut-through as a result of a non-luer access introduced by the user; over-insertion of the mating device by the user; thick media in the reseal caused by failure to flush by the user; thick media caused by reseal leaking. A corrective action project is in place to address this failure mode. The following improvements have been made: improved cut-through resistance by means of improving raw material properties. Improved cut-through resistance by means of improving assembly consistency (slitter machine variance). Improved cut-through resistance by means of improving leafspring tip geometry. Evaluations of prototype improvements to return force by increasing effective spring constant and/or reducing force profile hysteresis. The suggestions for use state: the device is compatible only with iso luer slip and luer lock connectors provided on standard IV administration sets, extension sets, and syringes. The device should not be used with needles, blunt cannula, non-iso luer connectors or luer connections with visible defects. Doing so may result in leakage and/or failure of the device. If needle or blunt cannula access is attempted, the device must be replaced immediately. It is recommended that the device be changed ever 24 hours, in accordance to facility policy or if the integrity of the device is compromised.